Event description:
Pacer wire popped off right ventricle when surgeon attempted to reposition wire and suture wound, wound became bigger and bigger with each attempt to repair. Pt became so hemodynamically unstable that she could not be taken off the heart bypass pump and she died.